Event description:
This report is based on information provided by remote service engineer rse and is currently under investigation by the philips complaint handling team. Philips received a complaint on the tempus pro indicating the customer was unable to connect the capnography tubing to the port. The crew inspected the port closer and discovered some damage that prevents connection. There were no reports of harm nor impact to a patient.

Event description:
This report is based on information provided by remote service engineer rse and has been investigated by the philips complaint handling team. Philips received a complaint on the tempus pro indicating the customer was unable to connect the capnography tubing to the port. The crew inspected the port closer and discovered some damage that prevents connection. There were no reports of harm nor impact to a patient.